Event description:
It was reported that the target lesion was in the left renal artery. The herculink elite stent crossed the lesion. During repositioning of the stent at the lesion, the stent dislodged onto the shaft of the device. It was attempted to be retracted on the shaft of the device, however the stent fell off the shaft and was retrieved from the anatomy using a snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.